Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color, and the plug could not be deployed. The user withdrew the device entirely and switched to manual compression. There was no reported patient injury and the patient has no infectious disease. The device was used after a carotid artery surgery. The device will be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: a2, a3a, a4, b5, d10, g3, g6, h1, h2, h3 and h6. As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color, and the plug could not be deployed. The user withdrew the device entirely and switched to manual compression. There was no reported patient injury and the patient has no infectious disease. The operator was trained in the device, and the exoseal vcd was stored and prepared according to its instructions for use. There were no visible signs of damage to the device or packaging prior to use. A non-cordis sheath introducer was used via the femoral artery. The procedure used a retrograde approach. Suitability of the femoral artery, including insertion angle, was verified on angiography. The vessel diameter was not verified to be =5 mm. There was no visible calcium, plaque, stent, or stenosis greater than 50% near the puncture site. The target femoral site had not been closed with any device or manual compression within 30 days prior to the procedure. There was no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The device was used after a carotid artery surgery. No difficulty was experienced connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and sheath introducer were retracted together until bleed-back significantly slowed or stopped. The physician did not have their thumb on the plug deployment button during retraction. The indicator window did not show red during retraction. Upon device removal, the indicator wire loop was deployed and showed no anomalies. The device was not attempted to be deployed outside the patient¿s body. The patient¿s status after the procedure was normal. One non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in a manufacturing position, and the indicator wire was found deployed. A non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. No additional anomalies were observed to be reported. A deployment simulation evaluation was performed. During this analysis the indicator wire was pulled to achieve the black/black position in the indicator window, then it was proceeded with the deployment lever full depression, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black/white and red position was obtained as well. A high magnification evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the device received since the device was able to be successfully deployed and the window achieved full transition. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. It was reported that the vessel diameter was not confirmed to be >5mm. Special patient populations listed in the instructions for use (IFU), where the safety and effectiveness of the exoseal vcd has not been established, include those with a tortuous targeted femoral artery and those with visible calcium/atherosclerotic disease of the puncture site. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color, and the plug could not be deployed. The user withdrew the device entirely and switched to manual compression. There was no reported patient injury and the patient has no infectious disease. The operator was trained in the device, and the exoseal vcd was stored and prepared according to its instructions for use. There were no visible signs of damage to the device or packaging prior to use. A non-cordis sheath introducer was used via the femoral artery. The procedure used a retrograde approach. Suitability of the femoral artery, including insertion angle, was verified on angiography. The vessel diameter was not verified to be =5 mm. There was no visible calcium, plaque, stent, or stenosis greater than 50% near the puncture site. The target femoral site had not been closed with any device or manual compression within 30 days prior to the procedure. There was no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The device was used after a carotid artery surgery. No difficulty was experienced connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and sheath introducer were retracted together until bleed-back significantly slowed or stopped. The physician did not have their thumb on the plug deployment button during retraction. The indicator window did not show red during retraction. Upon device removal, the indicator wire loop was deployed and showed no anomalies. The device was not attempted to be deployed outside the patient¿s body. The patient¿s status after the procedure was normal. The device will be returned for analysis.